Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit sensing and impedance issues, t wave oversensing that appeared to result in inappropriate shock therapy. The health care professional (hcp) noted a drop in patient heart rate to about 20 to 30 beats per minute (bpm). The patient also reported experiencing dizziness and altered mental status symptoms. The health care professional (hcp) suspects cause to be due to possible lad integrity issues. At this time, no additional adverse patient effects were reported. This rv lead remains in service.